Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: can you please confirm how long the procedure was extended by? Was there any issue with bleeding? If yes, how much blood was lost (mls)? If yes, was a transfusion required? Did issue result in change of procedure or alteration in post-op patient care? What is the current patient status?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there is malformation of the clips for the device and in ever firing, the clips starts losing and falling off. Increase the time of the procedure with creation of stress on the surgeon and high risk for bleeding to the patient. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please confirm how long the procedure was extended by? Additional 15-20 minutes since they have to use our endollop as reinforcement for the clips and this made them use competitor's clip applier. Was there any issue with bleeding? There was no bleeding occurred but unfortunately the surgeon used our endollop to reinforced the clips and they have completely don't trust our product because it was not the first time this incident happened. If yes, how much blood was lost (mls)? Na. If yes, was a transfusion required? Na. Did issue result in change of procedure or alteration in post-op patient care? There were not any changes in the procedure. What is the current patient status? Patient is fine.